Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Visual inspection did not find any anomaly that could contribute to the reported noise.

Event description:
It was reported that noise was found on the svc-can vector of the lead. Noise was reproducible with isometric testing. Lead was explanted and replaced.